Event description:
"Date of revision operation: in 2008. First operation on approx three months earlier: silverbolt + octane 7mm, spondylodesis l4-l5. First couple of weeks after surgery, pt was doing fine. Then, pt complaint about back pain and "shooting pain" in her leg. Pt rec'd antibiotics during 6 weeks, but there was no improvement. During revision surgery, we saw that one cap was broken and not tight anymore. Dr decided to remove the screws, rod and cap from the right side of spine. One day after revision, surgery pt told that she does not feel any pain anymore."

Manufacturer narrative:
One polyaxial screw cap was rec'd. Upon inspection, it was observed that one "wing" -- a feature that engages the screw seat to tighten the construct -- had been sheared off. Testing of other devices from the same lot confirmed that when tightened to the recommended torque, the caps remained intact. The caps could be made to fail in the manner exhibited by the subject device when the recommended torque was exceeded more than 40%. A review of production records for the subject lot established that the material from which the caps were fabricated exceeded the ultimate strength spec for ti 6a1 4v alloy established by astm f136. Further, the subject device sys was tested in accordance with the recommendations without any failure of the type reported. While we cannot reliably determine the cause (s) of the reported condition, MFR believes that the user significantly exceeded recommended torque when implanting and tightening the cap to the screw, causing it to fail, but did not recognize the fact at the time of initial surgery. Following revision surgery, the pt is reportedly without adverse effect.